Event description:
Customer tested at home on suspect device and inr 4.9, 4.6 and 4.1 laboratory samplet taken and inr= 2.57 and 3.15. No treatment was given to customer. Meter has not been cleaned for some time. No information regarding the use of controls on the system.